Manufacturer narrative:
Patient year of birth 1979. Device analysis: visual and microscopic analysis of the returned device identified: flat creases, around 0-25% of the shell is missing, broken shell with sharp edge on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening - missing shell that is assessed as inconclusive.

Event description:
Physician reported implant completely dissolved, capsule hardly existing and liquefied silicone. The device was explanted and replaced. Left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant completely dissolved, capsule hardly existing and liquefied silicone. The device was explanted and replaced. Left side.